Event description:
It was reported that the user experienced a hyperglycemia episode while using the ilet system with a libre 3 plus sensor, noting a fingerstick blood glucose of 401 mg/dl after overeating and administering 7 units of subcutaneous rapid-acting insulin by pen without removing the ilet. Investigation included complaint handling with user education and troubleshooting, including guidance to wait two hours before resuming ilet after external rapid-acting insulin dosing. Further investigation of this case revealed user-initiated backup insulin dosing while the ilet remained in use, with no device malfunction reported. Symptoms included high blood glucose without reported loss of consciousness, seizure, ketoacidosis, or need for emergency care. Outcomes included stabilization of blood glucose to 167 mg/dl after correction. It was concluded that, based on previously established findings for similar reports, hyperglycemia occurred with an unclear cause, and the event was managed with user education on appropriate therapy coordination. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.